Event description:
Healthcare professional noted after injection in the nasolabial folds with juvederm ultra plus xc patient developed bruising at the injection sites the following day. Four days after the injection, the patient was assessed by the injecting healthcare professional; patient noted to have developed pustules and white bumps at the left nasolabial fold believed by the healthcare professional to be a herpatic outbreak, as well as redness at the injection sites and a "runny nose". Patient treated with hyaluronidase, acyclovir, and aspirin. Patient has a history of herpatic outbreaks that was not disclosed prior to the juvederm injection. Symptoms ongoing at this time.

Manufacturer narrative:
Medwatch sent to FDA on (B)(4) 2013. Device labeling: precautions: as with all transcutaneous procedures, dermal filler implantation carries a risk of infection. Standard precautions associated with injectable materials should be followed. Adverse events: the most common injection-site responses for juvederm ultra plus xc were redness, swelling, tenderness, firmness, lumps/ bumps, discoloration, and bruising. Postmarket surveillance: adverse events with a frequency of 5 or more events are listed in order of prevalence: inflammation at the injection site, allergic reaction, blister, infection at the injection site, skin rash, bleeding at the injection-site, necrosis at the injection site, abscess at the injection site, and headache.